Event description:
Per the surgeon, the patient an infection that was treated with antibiotics. The patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted january 10, 2020.